Manufacturer narrative:
The investigation determined that discordant negative anti-hcv results were obtained from two different samples collected from the same patient when tested with 2 different vitros ahcv reagent lots on a vitros 3600 immunodiagnostic system. The discordant negative vitros ahcv results were compared to (B)(6) ahcv results obtained from a non-vitros, riba system. The assignable cause of the event is unknown, however, 2 possible scenarios cannot be ruled out. The patient may have recently recovered from an (B)(6) infection, and the riba method may be more sensitive than the vitros ahcv method when detecting a low level of anti-hcv antibodies. In addition, the possibility of an unknown interferent in the patient's blood, or a false positive riba result, cannot be ruled out as contributing to the event. The investigation did not identify an analyzer malfunction. There is no evidence to suggest that vitros anti-hbc reagent is not operating as intended.

Event description:
A customer observed discordant negative anti-hcv results obtained from two different samples collected from the same patient when tested with 2 different vitros ahcv reagent lots on a vitros 3600 immunodiagnostic system. The discordant negative vitros ahcv results were compared to (B)(6) ahcv results obtained from a non-vitros, recombinant immunoblot assay (riba) system). Sample 1 generated negative vitros ahcv results when tested with vitros ahcv lot 8441 (0.65), and vitros ahcv lot 8480 (0.56). Sample 2 generated negative vitros ahcv results when tested with vitros ahcv lot 8441 (0.63, 0.60), and vitros ahcv lot 8480 (0.51). Ahcv results obtained on the riba system were (B)(6) for both samples. Biased results of the magnitude and direction observed could lead to inappropriate physician action. The (B)(6) anti-hbc result was not reported outside the laboratory for sample 1, and the ahcv result for sample 2 was reported ahcv screen negative, riba (B)(6). There was no allegation of patient harm as a result of this event. This report is number three of four 3500a forms filed for this event, as multiple devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).